Event description:
It was reported that the insulin pump alarmed and was unable to clear the alarm during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to faulty component on interface board. Unit had a cracked case at the window display corners, and a cracked reservoir tube.